Event description:
It was reported that the patient had a low battery. The patient's battery was full the day before the report, but the next day, it was depleted to almost empty. The patient had not had an overdischarge since implant. The patient was going to be seen at the doctor's office to fully interrogate the spinal cord stimulation system and try to figure out why the system was losing a charge so quickly.

Manufacturer narrative:
(B) (4).